Event description:
It was reported that the pump history did not reflect accurate data despite being in use. There was no reported adverse impact to the customer. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.